Event description:
It was reported that device interrogation revealed that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition. The ra lead was explanted and replaced. The patient was later discharged.